Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal the guide wire got caught on the implanted stent resulting in the reported difficult to remove. Interaction and/or manipulation of the guide wire resulted in damage to the implanted stent. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience sierra device referenced is being filed under a separate manufacturer report number.

Event description:
It was reported that the procedure was to treat a lesion in the posterior lateral branch of the circumflex using a balance middleweight (bmw) guide wire and a 3.50 x 15 mm xience sierra stent delivery system (sds). Reportedly, the sds was advanced to the lesion, crossed and the stent implant was successfully deployed at 16 atmospheres (atm). The sds was removed from the anatomy. During removal of the bmw guide wire, the guide wire caught on the stent implant, crumpled it and it moved to the common arterial trunk. At this point it was observed that the patient had a thrombus on the common arterial trunk and no treatment was performed for the thrombus. Additionally, the patient suffered a cardiac arrest and cardiopulmonary resuscitation (CPR) was performed. The bmw guide wire with the crumpled stent implant still on it was advanced back to the target lesion and a non-abbott stent was successfully deployed to crush the xience sierra stent implant against the vessel wall in the target lesion. No additional information provided.